Manufacturer narrative:
Vyaire medical file identification: (B)(4) the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that unit coming in for two-hour evaluation for faulty display of ltv 1200. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4) the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that unit coming in for two-hour evaluation for faulty display of ltv 1200. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding faulty display. The problem was isolated to a faulty led matrix displays. The defective led displays are of a known issue addressed in document (B)(4) , related to vyaire (B)(4) . Issue has also been addressed via supplier internal CAPA (ref. Liteon electronics (B)(4) ). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.